Event description:
1.0 prolene tp-1 suture unraveling during procedure was noted by surgeon (dr. [Redacted name]) and asked it to be reported as a safer event. Reference# 8824g, lot# qbbdjr [redacted date].